Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated it was unknown when the patient first started experiencing the infection at the pump site. The device was scheduled to be explanted on (B)(6)2019 and would not be replaced. The patient was currently on antibiotics awaiting explant. It was unknown if the device would be returned. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep reported the patient's device was explanted on (B)(6) 2019 due to an infection.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the patient started experiencing the infection at the pump site about a month after implant. The patient was treated with antibiotics and seemed better, but then the infection came back around (B)(6) 2019. The system was explanted on (B)(6) 2019 and would not be replaced. The system was discarded by the hospital. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump for non-malignant pain. It was asked, but unknown when the event/difficulty occurred, and the rep would follow-up for more information. It was reported the pump site was infected and it was unknown if there were any e nvironmental/external/patient factors that may have led or contributed to the issue. It was also unknown if any diagnostics/troubleshooting was performed. The patient was placed on antibiotics until she could be scheduled for an explant. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event were ¿unable to obtain, not available.¿ surgical intervention was planned, but had not been scheduled. The patient¿s weig ht and medical history were asked, but unknown. No further complications were reported/anticipated or expected.